Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: pentaray nav catheter (model# d-1282-02-s lot#17086420l). (B)(4). (B)(4). Settings during the event include: generator in power control mode with power ranging from 25-30w / temperature ranged during ablation from approximately 35°c to 43°c / flow setting 17ml/min when power was less than 35w and 30ml/min when power was greater than 35w / st jude medical, sl1 braided transseptal 8.5f sheath was used. The power was not titrated during ablation. There were no error messages observed on biosense webster equipment during the procedure that were unrelated to the usual workflow of the system start up and calibration. The physician¿s opinion regarding the cause of this adverse event is that this is procedure and patient condition related. The cardiac effusion was suspected to have been caused during the transseptal portion of the procedure and the patient had challenging anatomy which led to a more challenging needle puncture. In addition, no failure or malfunction was apparent or suspected with the catheters involved.

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade, which required drain placement and drainage. During the ablation phase of the procedure, when the smarttouch catheter was in the patient, the patient experienced a decrease in blood pressure. The fluoroscopy indicated reduced heart borders and a pericardial effusion was diagnosed. The procedure was halted and a drain was put in place to remove fluid from the pericardium. The patient was stabilized. The physician did not indicate that the catheter malfunctioned or did not behave as intended. The catheters were removed immediately and the patient was monitored by neurology and radiology. The patient did require two additional nights in the critical care unit in order to monitor the pericardial drain. Additional information was received on the event. It was noted that this patient had a medical history of patent foramen ovale that may have contributed to this event. A transseptal puncture was performed with a st jude medical brk1 needle. As soon as the transseptal was achieved the patient was given heparin and the range target was 250-300s. The site of injury is unknown as it is suspected that the event occurred during transseptal phase; however, was not apparent until ablation phase. Only one side of the vein was isolated and the procedure was halted due to the adverse event. The patient was discharged with no further issues and has recovered with no residual effects. A completion procedure will like likely be required in future.